Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25feb2019. The customer replaced the defective data acquisition board to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported that the air flow accuracy failed. Reportedly, during the (performance verification test) pvt air flow at 120 was reading 140. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.